Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the controller card issue. A field service engineer replaced the controller card on the main drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer was not detected on the communication bus. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.